Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. The insulin pump was received with cracked case at display window corners and scratched lcd window. No traces of moisture were noted at electronic, motor assemblies or reservoir tube per visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via social media that the insulin pump had a motor error alarm and a leak. It was also reported that the customer was hospitlized. The blood glucose at the time of the incident was 20 mmol/l. Troubleshooting was not performed. The device was returned for analysis.